Event description:
It was reported that a physician's programming handheld device would not hold a charge. The physician's handheld was replaced and the old handheld was returned to the manufacturer for analysis; however, device evaluation has not been completed at this time.